Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported when their implantable neurostimulator (ins) was first put in, it was "rolling forward" and that they needed to go back in and put in a stitch to anchor it ((B)(6) 2008). The patient also stated that when they first put the device in the front they put in a "3/4 hose" that covered the wires to go to the leads in their back. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome. If additional information is received, a follow-up report will be sent. See manufacturer's report #3004209178-2015-23868 for the patient's previous device issue